Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was 260 mg/dl. Troubleshooting was performed. Customer was not called back after receiving a new battery cap. Customer declined signs of physical damage, informed that insulin pump was not bumped, dropped or exposed to moisture. Customer stated battery cap and compartment were not damaged. Customer removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery. The insulin pump's display did not return. Customer inserted a new battery and insulin pump did not turned on. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further detail given. Insulin pump will be returned for analysis.